Manufacturer narrative:
Three devices were returned for investigation. Two of the devices returned were not made by ICU medical. The 3rd device was tested for occlusion by water leak test. The test confirmed that the device was occluded at the male luer. Visual inspection of the luer shows excess solvent causing the occlusion. This device is assembled on our microbore machine. A maintenance work order history shows that corrective maintenance was completed for "excess solvent on the male side," which would explain the occlusion. ICU medical regularly analyzes complaint data and trends and will take further actions accordingly. A 2-year complaint history found no other complaints about the same issue. For all enquiries or follow-up questions related to the record, do not use ( B)(6) located in sections g.1., please direct those to the following: (B)(6). D.4. Full UDI number: (B)(4).

Event description:
It was reported that the extension tubing was repeatedly beeping occluded. Patient IV was checked and was not occluded at time. New extension tubing utilized. No patient harm.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.